Manufacturer narrative:
.

Event description:
A vns presentation was given which included adverse events experienced by vns patients. One event involved a patient with skin necrosis with generator extrusion. One event involved a patient with recurrent laryngeal nerve paralysis. The presentation indicates that 1.3% of a group of 17019 study patients developed infections. Some of the infection required explant of the device. Attempts for additional relevant information have been unsuccessful to date. This manufacturer report involves the reported infection events.